Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the one photo returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the submitted one photo sample noted that the distal tip of the catheter was broken off from the shaft. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inserted by surgeon on field. Balloon of foley blown up with 10ml 0.9 percent saline syringe that came in kit. Foley did not stay in place with balloon blown up and came fully out of patient. Upon coming out, surgeon noticed plastic tip of foley broken off. Another foley was inserted. Urology called and preformed a cystoscopy which was clear. Foley saved and placed in appropriate area for inspection and company contact.

Event description:
It was reported that the foley catheter inserted by surgeon on field. Balloon of foley blown up with 10ml 0.9% saline syringe that came in kit. Foley did not stay in place with balloon blown up and came fully out of patient. Upon coming out, surgeon noticed plastic tip of foley broken off. Another foley was inserted. Urology called and preformed a cystoscopy which was clear. Foley saved and placed in appropriate area for inspection/company contact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.